Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl with ketones and it was addressed with manual injections. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.